Event description:
The customer called for assistance with the insulin pump. Found that the customer had performed the manual prime while she was connected to the infusion set. The paramedics were called for assistance because the customer did not have a glucose meter with her to check her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.